Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a possible temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse events of ¿slight¿ myocardial infarction and respiratory arrest, which warranted hospitalization. The definitive etiology of the events is unknown; therefore, causality cannot be established. End stage renal disease (esrd) patients are considered high risk for acute coronary events. Furthermore, myocardial infractions (mi¿s) are common among chronic kidney disease (ckd) patients and generally multifactorial in origin. Based on the information available, the liberty select cycler cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the events and timeline are unconfirmed, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the events. Additionally, per the information available during this investigation, the patient¿s liberty select cycler was not returned to the manufacturer for evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2020 due to a ¿slight heart attack¿ (specifics not provided). Upon follow up, the clinic¿s pdrn revealed the patient was hospitalized from (B)(6) 2020 through (B)(6) 2020 due to respiratory arrest (specifics not provided). It is unknown if the event(s) occurred during ccpd therapy. The pdrn stated there was no additional information available, as the discharge summary has not been received. However, the patient resumed utilizing the same liberty select cycler following discharge, and no deficiencies or malfunctions were reported in the patient¿s chart. The patient has recovered from the event(s) and continues to undergo continuous cyclic peritoneal dialysis (ccpd) therapy without issue. Per the patient contact, the patient completed ccpd therapy while hospitalized without issue.